Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance rewinding his insulin pump to obtain the settings. Customer was assisted with rewinding, but he was unsure of what features he used. He was advised to contact his doctor. Customer's blood glucose was 400 mg/dl. Nothing further reported.